Event description:
The complainant reported that during a cystoscopy procedure with extensive cystolithotomy, while operating a segura hemisphere stone retrieval basket, the retrieval basket failed. The device was removed from the pt with no complications. No info is available about the pt's condition at present.

Manufacturer narrative:
This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch will be filed. (B) (4).